Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) recently lost power, and after it was rebooted, several bed tiles were noticed to have the alarm icon turned red and has an "x" over it. The customer stated that the alarms were still are being activated according to the settings on the cns, and there has been no issue with patient monitoring, but they just cannot hear the alarms. Nk clinical spoke to the customer, and it was discovered that telemetry techs working at a remote station had silenced the alarms and did not inform others at this cns. They could only see the banner because it was silenced elsewhere. The orange bell was giving them the remaining countdown after the alarms was silenced. Nk clinical and the biomed that called were able to re-engage the alarm sounds at the cns and all alarms are now sounding and fully working. No patient harm was reported. On 02/25/2021, when the biomed was contacted for concomitant device information, they stated they are not aware of any cnss that went down and the concomitant device information was not provided. Attempt #1: 02/19/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/22/2021: emailed customer via microsoft outlook for all items under the no information section. On 02/25/2021, when the biomed was contacted for concomitant information, they stated they are not aware of any cnss that went down and the concomitant device information and patient information was not provided. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 02/19/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/22/2021: emailed customer via microsoft outlook for all items under the no information section. On 02/25/2021, when the biomed was contacted for concomitant information, they stated they are not aware of any cnss that went down and the concomitant device information and patient information was not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) recently lost power, and after it was rebooted, several bed tiles were noticed to have the alarm icon turned red and has an "x" over it. The customer stated that the alarms were still are being activated according to the settings on the cns, and there has been no issue with patient monitoring, but they just cannot hear the alarms. Nk clinical spoke to the customer, and it was discovered that telemetry techs working at a remote station had silenced the alarms and did not inform others at this cns. They could only see the banner because it was silenced elsewhere. The orange bell was giving them the remaining countdown after the alarms was silenced. Nk clinical and the biomed that called were able to re-engage the alarm sounds at the cns and all alarms are now sounding and fully working. No patient harm was reported. On 02/25/2021, when the biomed was contacted for concomitant device information, they stated they are not aware of any cnss that went down and the concomitant device information was not provided.